Manufacturer narrative:
No lot # was provided from the initial reporter, hence no expiration date can be determined. Medical device expiration date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Device manufacture date: unknown. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that blood leaked from scratches under the wings of the 23 g x .75 in. Bd vacutainer® push button blood collection set. No mucous membrane involvement. No samples or photos were returned for evaluation.